Manufacturer narrative:
On (B)(6) 2021, mentor became aware that this mentor manufacturer's report number 1645337-2020-12342, is a duplicate of mentor manufacturer's report number 1645337-2020-10679. Hence, any additional information will be reported under the manufacturer's report number 1645337-2020-10679. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 7, 2021, mentor became aware regarding the device information and that the date of surgery is (B)(6) 2021. On april 8, 2021, mentor became aware that the date of removal only surgery is (B)(6) 2021 and date of implant was (B)(6), 2008. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Field d1 for brand name has been updated to "mentor memorygel breast implant". Field d4 for catalog number has been updated to "3504504bc". Field d4 for lot number has been updated to "5807702". Field d4 for serial number has been updated to (B)(6). Field d4 for unique identifier( UDI) has been updated to (B)(4). Fields d6b for implantation date is (B)(6) 2008. Field h6 health effect - impact code ¿device explantation¿ has been added field h6 type of investigation has been updated to "device not returned" a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left rupture, and granuloma. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast implant surgery with mentor medical devices (unk_gel implants smooth, date of implant (B)(6) 2008) has experienced a breast implant rupture on the left side complicated with gel leak into lymph nodules confirmed by MRI on (B)(6) 2020. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Should additional information become available, this case will be re-assessed and notes will be updated, and supplemental report will be submitted.